Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification. (B)(4).

Event description:
It was reported that after the procedure a slight pericardial effusion was observed. A lead revision was performed and the lead was explanted and replaced when repositioning was unsuccessful. The patient's condition before, during and after the procedure was good.